Manufacturer narrative:
No button error alarm or unexpected e/a type alarms or unexpected reset noted. The insulin pump received with intermittent up button response due to moisture damage keypad trace. The insulin pump had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Patient reported that they are receiving button error alarms and low battery issues. Patient also reports pump error being erased when trying to replace the reservoir . Blood glucose was no reported. Product is expected to return.